Event description:
Pt admitted from community dialysis unit with fever. Two days later pt came to hosp dialysis unit. On inspection of pt's vascular access (a permacath), nurse found the arterial hub of catheter and luer-lok cap broken and in pieces when she removed the bridge tape.